Manufacturer narrative:
As of today, all information indicates that this lead remains inservice. At this time, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that several latitude red alerts were issued for low pacing impedances for this right ventricular (rv) lead. There was also noise noted on the rate/sense portion of the lead. The noise was oversensed and resulted in an inappropriate shock. The patient's device was programmed to monitor only until an action plan was decided upon. It was suspected that the lead had fractured. Subsequent information indicated that the field believed there to be an insulation issue as opposed to a fracture because the impedances were low and not high. The pace/sense portion of the lead was capped and a new one was implanted. No adverse patient effects were reported. Subsequent information indicated that a latitude red alert was delivered for a shock impedance of greater than 125 ohms. Technical services discussed possible causes and trouble shooting options with the local field representative (fr). The fr was contacted for further information. The fr indicated that the clinic had contacted the patient to schedule a follow up appointment. The patient was reported to be non-compliant. The patient had not yet been into the clinic for a follow up. There were no adverse patient effects reported.